Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history records of the product code/lot# combination was conducted with no relevant findings. A search of the complaint files did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that upon opening the product the tech noticed that the dilator was compromised/kinked. The following information was provided by the user facility: at that time another angioseal was opened and used successfully. Procedure outcome was done successful after opening a new another angioseal. Patient condition is stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. One used 6fr angioseal arteriotomy locator and hemostatic sheath were returned for evaluation. The returned components were subjected to visual analysis where no gross blood like substance could be seen on the device. The arteriotomy locator was not mated with the hemostatic sheath and had an apparent kink at the blood inlet hole that was approximately 2.59" from the distal tip of the locator. The complaint is confirmed for kinked sheath at inlet holes. The likely root cause is excessive angulation inside the vessel leading to folding of the inlet holes or excessive force being applied to the device. The blood inlet hole act as a stress concentrator and is known to kink under excessive force. The device history record was reviewed to ensure that each manufacturing and inspection operations were performed. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.